Event description:
It was reported that following a fall, the ipg turns off by itself, causing ineffective therapy. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The reported event for ipg turning off by itself was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing. Manufacturing investigation: plano site: no issue found with DHR review. There was no rework or ncmr associated with this event.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.